Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that during the implant of this bioprosthetic heart valve, the surgeon found that the valve was not c losing properly. The valve was explanted and another valve was implanted with no adverse patient effects.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, all leaflets were in a semi - relaxed position which was a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were flexible and intact. All commissures were intact. There were no suture holes or obvious blood contact. The valve was tested in-house on the pulse duplicator at 70 beats per minute/65% diastole; c.o. Of 5 l/m. The hydrodynamic testing data showed the gradients were slightly greater than the historical testing data. On the other hand, the regurgitations were smaller than the baseline. High speed video showed typical valve functions with one of the leaflets touching the non coronary bias at the higher flow rates. Conclusion: analysis of the returned device deemed it was acceptable. No conclusion can be drawn regarding the reported clinical observations. It appears that this event occurred prior to use as there were no suture holes or obvious blood contact noted during analysis of the returned device. Therefore, the device was never implanted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.